Event description:
Same event as MFR report #: 2134265-2008-02630. It was reported that during introduction of the device for a percutaneous coronary interventional procedure, the wire detached. The lesion being treated was a severe left main stem bifurcation. The patient presented with angina. The floppy rotawire had been advanced into the body, and the 1.75mm rotablator burr was loaded on the rotawire as the 1.75mm burr was activated, the floppy rotawire guide wire fractured and shot out the back of the device, landing on the floor. The remaining floppy rotawire guide wire was removed manually. The procedure was completed with a balloon/stenting strategy. No patient complications were reported, and patient status was reported as 'stable'.